Manufacturer narrative:
(B)(4). Date sent: 10/3/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Yes or, did the device start to deploy staples and cut but could not be completed (partially fire)? No or, did the device fully fire and stop during the automatic knife return? Yes was there any difficulty opening the device? Yes if yes, how was the device removed from the patient? It did not open. The anastomosis was torn if yes, did the jaws eventually open? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the rygb, stapler was fastened on the stomach. Stapler jammed could not load staples or open stapler. Stapler unlocked by force. To procedure completed physician used another one product the same type. No consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. D4: batch # 953c06. Corrected data d4: UDI#. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Yes. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. Or, did the device fully fire and stop during the automatic knife return? Yes. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? It didn't open. The anastomosis was torn. If yes, did the jaws eventually open? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one gst60b reload loaded on the device. The reload was received partially fired 1/4. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The condition of the knife advanced noted on the device, should be noted that when using the reverse button ensure that the knife is fully back in its home position, if the knife remains advanced the device jaws would not open. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 953c06, and no non-conformances were identified.